Event description:
During implant procedure md encountered difficulties inserting a 13mm vector nail through a lag screw. The lag screw was extracted. It was noted the screw was actually 11mm. At some point during the procedure the fracture enlarged. A different lag screw was used to complete the procedure and md reported pt is doing well.